Event description:
Pt's pump beeps spontaneously and gives high pressure alarm when in use. She is using back up. No clinical harm reported. Pt will be sent new pump. Malfunctioning pump to be returned: sn (B)(4). Reported to (B)(4) by pt/caregiver.